Manufacturer narrative:
Product ID: 3889-28, lot# va1agz9, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information from the patient reported they had tried 4 different programs and it was not helping. The patient noted she had a lack of therapeutic effect. The patient stated she had seen a healthcare professional (hcp) who stated it was possible the wires had moved. The hcp suggested seeing a manufacturer representative (rep) for further trouble shooting. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: neu_unknown_lead, serial# unknown, product type, lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported a change in therapy. The patient stated that the implant is not working as well as it had been when she first got the implant. The patient reported that she is using the bathroom more frequently and that she has incontinence when she falls asleep. The patient also thinks that her bladder is not emptying. The patient reported that she thought maybe the leads moved because she has been bending when cleaning. Patient stated that "she tried adjusting settings, but she may be doing something wrong." The patient confirmed that she does feel stimulation in the correct area at 0.9 on program 4, but that when stimulation was increased she felt shocking in her vagina. According to the patient there is also swelling at the implant site. The patient planned to follow-up with her healthcare provider to asses the need for reprogramming. In two additional phone calls from the patient on (B)(6) 2016 and (B)(6) 2016 the patient requested to have a manufacturer representative attend the appointment with her healthcare provider and to see if any reprogramming could be done over the phone remotely respectively. The patient was informed that the healthcare provider's office must request the meeting with the manufacturer representative and that reprogramming must be done in the patient's healthcare provider's office. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.